Event description:
According to the literature, a retrospective study compared outcomes of robotic ventral hernia repairs using either the preperitoneal (r-tapp) or intraperitoneal (r-ipom) onlay mesh placement approach. Between 2013 and 2018, 305 cases were analyzed. In both techniques, a competitor suture was used for primary closure of the hernia defect. The r-ipom group utilized symbotex, parietex or a competitor mesh with v-loc suture or absorbatack for mesh securement. The r-tapp procedure utilized progrip, symbotex, or a competitor mesh with v-loc to secure the mesh and close the peritoneal flap. Complications in the r-ipom group include hematoma requiring drainage secondary to infection. Other procedural and patient related events with reported interventions include serosal injury requiring intraoperative repair, intraoperative bleeding requiring transfusion, and duodenal ulcer requiring endoscopy.

Manufacturer narrative:
D10 concomitant product: unksymbotex, unknown symbotex mesh (lot#unknown); absorbatack (lot#unknown) f. Gokcal, s. Morrison, o. Y. Kudsi. Short-term comparison between preperitoneal and intraperitoneal onlay mesh placement in robotic ventral hernia repair. Hernia (2019) 23:957¿967. Https://doi.org/10.1007/s10029-019-01946-4. Published online: 9 april 2019 ; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.